Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The site re-installed the cannula and was able to move the psc cart drive. The endoscopic camera manipulator (ecm) was functional during the case. There was no patient injury/harm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the patient side cart (psc) cart drive could not be moved. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting cart drive issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error 23024- cannula mount switch false detection, which caused the patient side cart (psc) to stop moving. The fse replaced the endoscopic camera manipulator (ecm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed physical damage on the ecm during visual inspection. The complaint regarding the cart drive issue was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue.